Event description:
It was reported that 4 to 6 weeks following an anterior resection procedure, the patient presented with pelvic pain. On post-operative examination, the end to end anastomosis had partially dehisced. The patient had had pre-operative radiation therapy prior to the initial surgery. During the initial surgery the patient was diverted with a diverting ileostomy. The anastomosis was leak tested without issue. The anastomosis was approximately 5cm superior to the anal verge. No further information is known at this time. No device will be returned.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.